Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant of this device in an atrial pacing dependent patient when inserting the atrial lead into the device atrial pacing was seen as well as intact atrioventricular conduction. After thirty seconds it was not possible to see atrial pacing spikes and six seconds of pause was seen. After securing the ventricular lead into the device port the electrocardiogram showed atrial pacing and ventricular pacing and then the atrial lead was capturing normally. A request for technical services (ts) review was needed. No adverse patient effects were reported.

Event description:
It was reported that during a pacemaker replacement procedure, the physician connected the chronic right atrial (ra) lead to the new device and atrial pacing was observed. It was noted the patient was atrial pacing dependent with an intact av conduction. After about 30 seconds, the atrial pacing was no longer visible on the ECG and a six second pause was observed. The physician then connected the right ventricular (rv) lead and proper atrial and ventricular pacing was observed. The physician questioned why the atrial pacing became inhibited. Technical services discussed when the pacemaker was programmed in ddd mode, rv paced and sensed events would define the cardiac cycles. Therefore, the rv lead should be connected to the pacemaker first, to yield appropriate pacing and sensing in all chambers regardless of the programmed configuration. Another option to mitigate the risk of oversensing noise while connecting the leads to the device would be to use an asynchronous pacing mode such as doo. There were no electrograms provided, but it was likely noise oversensing that inhibited the atrial pacing during the procedure. No additional adverse patient effects were reported. The device remans implanted and in service.

Manufacturer narrative:
This correction report is being filed to update the details in b5, describe event or problem field, as additional review noted the observation reported by the field representative was not failure to capture but actually pacing inhibition. Codes in h6 were updated to reflect the field-reported observations, including impact codes and device codes. This report will be updated if additional information is received.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant of this device in an atrial pacing dependent patient when inserting the atrial lead into the device atrial pacing was seen as well as intact atrioventricular conduction. After thirty seconds it was not possible to see atrial pacing spikes and six seconds of pause was seen. After securing the ventricular lead into the device port the electrocardiogram showed atrial pacing and ventricular pacing and then the atrial lead was capturing normally. A request for technical services (ts) review was needed. Ts discussed connecting the right ventricular lead first to establish right ventricular based timing cycles that yield appropriate pacing and sensing in all chambers regardless of the programming configuration. Ts also discussed recommendations on how to program a device in the case of patients that require uninterrupted pacing. Ts noted that during the connection of the lead's noises could be sensed by the device therefore a delay in bradycardia therapy delivery. No adverse patient effects were reported. The device remains implanted.